Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 400 mg/dl and 348 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had not experienced any symptom at time of high blood glucose level. Customer was treated with manual injection or insulin pump. Customer had blood glucose 144 mg/dl at morning after breakfast blood glucose level was 378 mg/dl. The auto mode feature was not active at the time of incident. There was no kink, air bubble, bends presented along the tubing length. Insulin exited during troubleshooting. There were no leaks along the tubing. The insulin pump will not be returned for analysis.